Event description:
It was reported that during a laparoscopic gastric procedure, the staples did not form on the third stroke. A new device was used to complete the procedure. There was no patient impact reported. The device along with a picture will be returned for analysis.

Manufacturer narrative:
(B)(4). The analysis found that the (B)(4) device was received in good visual condition and without reload present. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. In addition a picture was received and no further conclusion could be reached.